Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm and 27mm watchman flx laa closure devices & delivery systems (wds) were used. Multiple attempts and 8 full recaptures were made with the 24mm device and 2 full recaptures were made with the 27mm device. Release criteria was unable to be met and the case was aborted. Pericardial effusion sweeps were performed throughout the procedure. After the decision to abort the case, a final sweep demonstrated a pericardial effusion located posterior near the left ventricle that had not been documented earlier. The patient was stable and was monitored for an additional 30 minutes in the catheterization lab before taking to recovery. No further intervention was needed. The patient was kept overnight for monitoring and remained stable with no change. The patient was discharged the following day.